Event description:
It was reported that this patient presented to the emergency room (ER) and there was a request for technical services (ts) to do a consult review. Ts found this pacemaker system exhibited high out-of-range (oor) pacing impedances on the right ventricular (rv) lead measuring greater than 3000 ohms. It was noted this is a known issue. At this time, the device and (rv) lead remains in service. No adverse patient effects were reported.